Event description:
The final inquire, telemetry, and print (itp) showed battery voltage of 0.27 volts. The original itp showed a voltage of 2.74 volts. The device is functioning appropiately otherwise.